Event description:
The rptr stated the surgeon observed very fine white powder-like substance in an sfc-45 fp cartridge, after having loaded a -7.5 diopter micl 12.6 implantable collamer lens. There was no pt contact. See MFR report #2023826-2008-01001.